Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-02935. The pt received her system on (B)(6) 2010, which leads were placed supra-orbital (off-label). It was reported that the pt was experiencing pain at the incision area. The leads were explanted and replaced in a new location. The explanted leads were returned to the MFR for analysis. No add'l info is available at this time.